Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, several bolus were also delivered; the insulin pump was delivered properly all bolus. All bolus properly recorded at the bolus and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump displayed properly and no anomaly noted. No external flash crc error alarm during our testing noted. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external flashing error. The customer also reported that they had high blood glucose over 600 mg/dl. The customer also reported the insulin pump was cracked. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.